Event description:
Voluntary medwatch received states that the patient's left ventricular lead was capped and replaced due to an unknown issue. The patient had no adverse consequences.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.